Manufacturer narrative:
In the initial MDR it was reported the lens was counter clockwise 10 degrees in the one month follow up visit. The MDR has been corrected to reflect clockwise as follows: it was reported that the intraocular lens (iol) was implanted (B)(6) 2015; the investigation found that the lens rotation was clockwise 5 degrees during the one week follow-up visit on (B)(6) 2015; then the lens rotation was clockwise 10 degrees during the one month follow-up visit on (B)(6) 2015. Investigator decided not to do the secondary surgical interference, according to patient's feedback and related examination data. Investigator reported the event per amo clinical team request. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015; the investigation found that the lens rotation was clockwise 5 degrees during the one week follow-up visit on (B)(6) 2015; then the lens rotation was clockwise 10 degrees during the one month follow-up visit on (B)(6) 2015. Investigator decided not to do the secondary surgical interference, according to patient's feedback and related examination data. Investigator reported the event per amo clinical team request. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations related to the reported complaint. The documentation shows that the production order was manufactured according to specifications. A review of a direction for use was conducted and the lens rotation is listed in the warnings section: rotation of tecnis® toric 1-piece iols away from their intended axis can reduce their astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. Special care should be taken to ensure proper positioning of the tecnis® toric 1-piece iol at the intended axis following viscoelastic removal. Residual viscoelastic may allow the lens to rotate, causing misalignment of the tecnis® toric 1-piece iol with the intended axis of placement. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (b)(8) 2015; the investigation found that the lens rotation was clockwise 5 degrees during the one week follow-up visit on (B)(6) 2015; then the lens rotation was counter clockwise 10 degrees during the one month follow-up visit on (B)(6) 2015. Investigator decided not to do the secondary surgical interference, according to patient's feedback and related examination data. Investigator reported the event per amo clinical team request. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided.